Event description:
It was reported that the customer had problems with the act button. Customer was advised to reset the pump for 2 to 8 hours and to insert a new battery. Customer was also advised to contact health care professional for a new reimbursed insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.